Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used to test for blood in the dialysate, and it tested positive. No visible damage was observed on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the returned device. The fibers were wet, and blood residue was present throughout the dialyzer. During gross visual examination, a looped fiber was observed at approximately 0° on the non-cavity ID end with the dialysate ports positioned at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a leak test as looped fibers are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed due to a potted fiber fragment. The probable causes for this failure are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used to test for blood in the dialysate, and it tested positive. No visible damage was observed on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.